Event description:
During the implant procedure, the guidewire was unable to advance into the right ventricular (rv) lead. The event was resolved by replacing both the guidewire and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance the stylet was confirmed. As received, a complete lead was returned in one piece with the stylet partially inserted inside the lead. The stylet insertion test found restriction at the middle region of the lead and destructive analysis found blood at the inner coil. The cause of the reported event was isolated to blood inside the inner coil.